Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer reported the light emitting diode (led) failed alarm light flashing and they found the alarm failed error in the significant event log, however the led was working at the time of the issue. There was no patient involvement. The field service engineer (fse) advised to try replacing the power switch overlay or the power management board. The customer replaced the power switch overlay and the issue was resolved.